Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to bent cannula, which leading to hyperglycemia. Symptoms included thirst, feeling sick, and tiredness. The event occurred two days after insertion. The insertion site was abdomen. The patient's blood glucose level was above 400 mg/dl at the time of the event, and ketones were reported as three plus, and treatment was provided using insulin pens. The length of hospitalization stay was for less than twenty-four hours. No further information available.